Event description:
Display-backlight failure [device issue]. Case description: on (B)(6) 2015, a routine review of service order findings from a regional service center (rsc) located in the us, an ikaria quality manager identified a display-backlight failure with inomax dsir# (B)(4). Although the device was not in use on a patient at the time of the device issue, a display-backlight failure in a similar device was associated with a serious adverse event in the past and is considered a reportable failure/event. Case comment: on (B)(6) 2015: although there was no adverse event reported with the device; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR#3004531588-2013-00023).

Manufacturer narrative:
Device issue with inomax dsir# (B)(4) (complaint # (B)(4)). The review of service order findings was completed on (B)(4) 2015. Inomax dsir# (B)(4) was at the regional service center (rsc) in the united states for service. The rsc experienced a delivery failure alarm during service investigation. The service log revealed a delivery failure alarm was raised due to backlight current (763 counts) below the minimum 800 counts consistent with display backlight failure. The rsc replaced the display/touchscreen assembly to rectify the fault. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report is a display-backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient at the time of the device issue, however, this report is being submitted to regulatory authorities because a similar failure occurred in the past, which resulted in a serious adverse event (MDR #3004531588-2013-00023).